Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks while travelling abroad. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks while travelling abroad. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to update the device manufacture date.